Manufacturer narrative:
No device analysis results are available because the device was not returned.

Event description:
Per physician assistants at the implanting site, the death was unrelated to the implant procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient had died within 30 days of implant. There were no issues during implant.